Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with noisy fan was confirmed during product evaluation. The root cause of the reported problem was determined to be shortened fan. There have been no repairs made at this time. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Event description:
The facility reported a colleague infusion pump with the reported condition of a "noisy fan- out of box failure" at baxter (B)(4) technical services . It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.